Event description:
It was reported that an fsl3+ sensor detached and the user replaced it but accidentally paired the new sensor to the abbott app, which caused the sensor to be in use by another device and unavailable to the ilet system; the user was instructed to delete the abbott app, obtain a replacement sensor from the pharmacy, and use bg run mode with fingerstick entries every four hours until a new sensor was available. Symptoms included no adverse clinical effects and no alerts or alarms. Outcomes included continued therapy in bg run mode without interruption to care. Investigation included troubleshooting and education on correct sensor pairing and workflow. Investigation of this case revealed user interaction with a third-party application caused the conflict, and the device functioned as designed once proper pairing steps were followed. It was concluded, based on previously established findings for similar reports, that the cause was use error related to incompatible app pairing.